Event description:
The customer called to report that she had experienced continuously high bg readings (324-500 mg/dl) while wearing a pod despite having administered multiple correction boluses. The pod had initiated two occlusion alarms, though no kink or blood was seen in the cannula. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.